Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display connector was out of mechanical specification. (B)(4).

Event description:
It was reported that the external pulse generator powered up to an error. It was noted in the technical services call that the call-taker asked the caller to let the generator sit without batteries for ten minutes to see if the error cleared, otherwise, return for service. It was further requested that it be considered a warranty repair. The generator has now been returned for service. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Further analysis was performed on the main board and display. Visual inspection revealed no anomalies. Bench analysis found that the device powered up to an error, after the electrically erasable programmable read-only memory (eeprom) was replaced the device powered up normally. The device then passed a final functional test. Additional analysis noted that the service and repair department noted an observation with the display connector. While handling the connector, a pin broke in half inside the connector shell. Conclusion: the reported event was confirmed, the eeprom was corrupted and the display connector was damaged.